Event description:
Hcp reports the patient presented with signs of the infection including fever, redness, swelling, drainage, pain and incisional wound opening. Perioperative antibiotics were administered and the patient does not have meningitis. Cultures were obtained from the device pocket and the causative organism was identified as staph aureus. Hcp reports the patient has been placed on both IV antibiotics and oral antibiotics and total device sysgem explant occurred. The infection has reportedly resolved.